Event description:
It was reported that the day after implant, the right ventricular lead lost capture and impedance values decreased. The patient began to experience pain every three to four hours. The device was reprogrammed with no change in pain. The patient had a second surgery. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.